Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed increased shock lead impedance measurement for the right ventricular (rv) lead. Impedance increased to 133-140 ohms in both rv to can configuration and lead alone. Chest x-ray was recommended by the representative. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a slight dent in middle on the front side of can. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted two years later for normal battery depletion. The crt-d was returned for analysis.